Event description:
The customer reported that the jaws would not open while on tissue. The jaws were manually removed. However, this resulted in additional tissue loss. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.